Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with prime anomaly. The customer's blood glucose level was reported to be 380mg/dl. It was reported that the customer was advised to change set and rewind the pump. It was reported that the motor did not slow down after touching reservoir during priming. It was reported that insulin did not drop after letting go of act button. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or verify prime/fill anomaly due to the motor error alarm. The pump also had a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.